Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during cystocele repair with sacrospinous ligament fixation procedure. According to the complainant, during the procedure, the needle detached from the suture after deployment through the sacrospinous ligament. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be unharmed.